Manufacturer narrative:
The mountaineer oc inner screw was returned for evaluation. Visual inspection revealed that the threads were torn from the majority of the thread feature. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified however during the investigation, it was noted that via torque testing, that the torque driver (included within this complaint (B)(4)) was performing outside of its upper torque specification. It is plausible that this unintended torque may have caused the tearing of the screw thread. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon attempted to use the angled final tightener to lock the set screws into the plate, but the driver stripped the screw. It was noticed the threads had come off the set screw and the female threads on the plate were also damaged. It is suspected the angled driver was not functioning although all three items involved are being returned. Plate and set screws had to be replaced in the patient.